Event description:
Boston scientific received information that this patient had fell and since has been feeling diaphragmatic stimulation. The physician believed this lead had dislodged due to the fall. As a result, the physician successfully repositioned the left ventricular lead. After defibrillation threshold testing, the atrial electrogram signals were reported as huge and did not dissipate after five minutes. Lead connections were verified and proper. Technical services discussed possible causes of these signals. No other patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.